Event description:
It was reported that pulse generator was not able to be interrogated with multiple 2090 programmers with same results. The magnet rate was 100 beats per minute. Last follow up was one year ago. Device is still in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and returned for analysis due to not being able to get any telemetry from device.

Event description:
It was reported that the pulse generator was not able to be interrogated with multiple 2090 programmers with same results. The magnet rate was 100 beats per minute. Last follow up was one year ago. Device is still in use. No patient complications have been reported as a result of this event. The device was explanted and returned for analysis due to not being able to get any telemetry from device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that pulse generator was not able to be interrogated with multiple 2090 programmers with same results. The magnet rate was 100 beats per minute. Last follow up was one year ago. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.